Event description:
IV tubing has 3 injection ports. The distal (top) port was being used to deliver IV antibiotics and when the secondary line was removed the tan stopper from the injection port came out with the tubing causing IV fluid to leak all over anesthesiologist. Event occurred during induction of a pt and caused a delay of approximately five minutes. This is the 4th occerence of this kind w/ this product.